Event description:
During a service evaluation, the device overheated. There was no pt involvement. There was no adverse consequence to the user as a result of this event.

Manufacturer narrative:
The attachment was received at the MFR for investigation and the alleged complaint of the attachment heating up was confirmed. Upon investigation, it was identified that debris was found within the attachment, which could cause corrosion. The instructions for use, which is provided with the handpiece used with the attachment, provides proper cleaning and sterilization instructions.